Manufacturer narrative:
Customer reported by the customer that surgiphor bottles have been brittle on sides and upon squeezing to utilize the liquid, the cracks leaked and sprayed the liquid. No patient impact has been reported. Initial review of the sample returned confirms event however a definitive root cause has yet to be established and the investigation is ongoing. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that surgiphor bottles have been brittle on sides and upon squeezing to utilize the liquid, the cracks leaked and sprayed the liquid.

Event description:
It was reported by the customer that surgiphor bottles have been brittle on sides and upon squeezing to utilize the liquid, the cracks leaked and sprayed the liquid.

Manufacturer narrative:
From the photo received, the surgiphor bottles shows a visible crack on the bottle body. A definitive root cause of the cracking was not determined. A device history record review found no non-conformances associated with this issue during production of this batch/lot. Review of the sterilization batch records indicate sterilization was made on 02/08/2024; there were no deviations, and no issues found during gamma sterilization processing. Two retain samples were reviewed visually and there is no indication of leakage or broken components. CAPA 10931355 was opened based on the information available from the customer complaints to further investigate the root cause and to take action as needed. This failure mode will continue to be tracked and trended. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.